Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a light guide bundle breakage. In addition, the light guide tube boot had a large cut and the probe unit tip was floating. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope is unable to display image. The event occurred during an unknown diagnostic procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the report of no image likely occurred because the internal image guide was damaged. However, the root cause could not be determined. This supplemental report included information added to h4. Olympus will continue to monitor field performance for this device.